Event description:
Four days post implant it was reported that the patient presented to the ed (emergency department) with pain and swelling of their left arm. It was noted that the patient has history of superficial clot in the left arm, no history of dvt (deep vein thrombus). An ultrasound was done and showed venous thrombosis of left cephalic vein. Oral medication was started for the patient. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.